Event description:
A 24 mm diameter x 14 mm diameter x 13.5 cm length aneurx birfurcated stent graft and its components were implanted in a patient for endovascular treatment of a 5.2 cm abdominal aortic aneurysm in 2001. Aneurysm and vessel morphology are unknown. The patient has a history of cardiovascular disease. No complications were reported during the implant procedure, and final angiogram demonstrated a successful outcome with no endoleak and exclusion of the aneurysm. A computerized tomography (CT) scan performed 4 months later in 2001 demonstrated an aneurysm diameter of 5 cm and a small endoleak posterior to the right limb of the stent graft and inferiorly within the aneurysm sac. The endoleak was reported to be a small lumbar endoleak. A CT scan performed 2 months later, demonstrated an aneurysm diameter of 4.2 cm. A small collection of fluid posterior to the right common fermoral artery and vein was visualized that was most likely secondary to a prior angiogram. It was reported that an arteriovenous fistula was found 6 months post-implant. On the day of the event, a 20 mm diameter x 3.75 cm length aortic extender cuff was implanted to treat the fistula although it was reported that there was no evidence of the fistula during the procedure. No clinical sequelae were reported, and the patient is reported to be fine.